Manufacturer narrative:
(B)(4). Discordant positive m(mns1) antigen typing results for one patient. Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed.

Event description:
On (B)(6) 2022, a customer complained to ortho care about what was described as discordant positive m(mns1) typing results for one patient using anti-m (rabbit) lot mm611a in manual method. Complainant/complaint reporter: (B)(6) - laboratory supervisor. Date of events: (B)(6) 2022. Reported on: (B)(6) 2022 by (B)(6) to ortho care helpdesk. Reagents: anti-m (rabbit) lot mm610a expiry date 21 december 2022. Anti-m (rabbit) lot mm611a expiry date 05 march 2023 . Patient information: known anti-m(mns1) phenotype; n(mns2) positive. The customer reported that on (B)(6) 2022, they had tested a patient sample for m(mns1) typing using anti-m (rabbit) lot mm611a in manual method and that they had obtained a positive reaction (2+ reaction strength). The customer reported that they had tested a new cell suspension from this patient for m(mns1) typing using anti-m (rabbit) lot mm611a in manual method and that they had obtained a positive reaction (2+ reaction strength). The customer reported that they had tested a sample from this patient for m(mns1) typing using anti-m (rabbit) lot mm610a and multiple lots of anti-m anti-seras from an alternative commercially available manufacturer and that they had obtained negative reactions. The alternative manufacturer source was from a monoclonal source using cell line m2a1. The customer stated that extended red cell genotyping performed using an alternative commercially available method (idcore xt assay) concluded this patient to be m(mns1) negative. No further detail was provided. The customer reported that no biased results were reported to a physician. The customer reported that the patient was not harmed as a result of the reported events.